Manufacturer narrative:
Returned product examined visually under magnification. Screw has been heavily damaged by screw removal tool. The hex feature in the head has been removed (stripped) and the entire head has been plastically deformed. Customer complaint could not be verified due to the severe deformation caused by the screw removal tool.

Event description:
While implanting a 20mm acutrak 2 bone screw to fix a scaphoid, the thread at the head of the screw disintegrated. The screw could neither be removed or fully inserted. Surgery was concluded. On (B)(6) 2019, the screw was explanted.